Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt declined to return the product to animas for evaluation.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was increasing unresponsive to ok button presses. The pt claimed that the keypad was not peeling or damaged. The pt denied that the device was exposed to water.